Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for further evaluation. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the articulating arm was broken and damaged. It was stated that the articulating arm was loose. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: the vertek arm was observed to be broken and was replaced. If information is provided in the future, a supplemental report will be issued.